Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to medwatch 1828100-2015-00811. The field service representative (fsr) replaced the batteries and will return the batteries for further evaluation.

Event description:
Follow-up with the medical facility regarding battery backup failures resulted in an on-site visit. During the on-site visit, the data logs were submitted for review. The review of the data logs during non-clinical activity, suggested the last measured discharge (lmd) was low and the recommendation was to replace the batteries. There was no patient involvement.

Manufacturer narrative:
The data logs show the system was left on for a maximum of 46 hours and the last measured discharge (lmd) was low (<18 amp hours [ah] = failed). After installing new batteries the system went to float charge in under five minutes. The field service representative (fsr) completed testing to the system. The unit operated to manufacturer specifications and was returned to clinical use. The event date is unknown as the log only goes back to (B)(6) 2015 and the low condition started prior to this date. The reported issue was not duplicated during evaluation as both batteries accepted charging and met specification for voltage and conductance.